Event description:
The patient provided additional information indicating that the cause was that the battery went too low and turned off for approximately 7 days. To resolve the issue, the patient is now charging regularly; they confirmed the issue is resolved. The patient added that the cause of the intense discomfort was that when they turned the therapy on, it returned to the setting preset; not a gradual return. To resolve or avoid this issue, the patient's doctor instructed them on (B)(6) 2025, to maintain regular charging schedule.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient met with their hcp a week earlier and adjusted the implantable neurostimulator (ins) and after a week the patient's tremors were increasing so they were advised by their hcp to increase the intensity of the stimulation, so when the caller tried to access the therapy application they noticed that the therapy was off and when they turned it on the patient felt great discomfort to the point that they felt that their eye was going pop out and during that time they could not turn the therapy off again. Patient confirmed that the therapy was on now during the call. Agent walked patient rep through trying to access the patient's therapy and the caller were able to access the therapy in their first try. Agent reviewed that the bluetooth light would only turn on when they connect to the therapy application. Agent reviewed possible reasons why the therapy would turn off. Agent reviewed charging frequency and how to check battery of devices. Patient rep stated they would not monitor battery percentage and would just charge once a week. Agent reviewed that they could reach out to their hcp if they had questions about the ins turning off. Agent also reviewed handset and communicator general use. Patient also noted that it once took too long for the ins to charge and they stated it took about an hour. Agent reviewed charging duration. Caller stated they had an appointment with their hcp tomorrow.